Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had passed out during a routine device check. The patient advocate had reported that the technician changed the device settings to provide the patient with more energy which caused the event. The settings were reprogrammed and the patient recovered. No further effects reported.